Manufacturer narrative:
(B)(4).

Event description:
Pt just want to submit a feedback to development team regarding the app background color display - he wants it to be darker like the receiver because he's having a hard time reading it without his glasses.